Manufacturer narrative:
A complete manufacturing and material records review for the perceval pvs23 sn (B)(6), as pertaining to the reported event, has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the case history reported it is not possible to draw a definite root cause for the event reported. However, based on the documents review performed, no manufacturing deficits were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2012, a female patient received a pvs23 in aortic position. The procedure was performed in mini-thoracotomy and no concomitant procedure was performed. The site reports that on (B)(6) 2012 the patient received a permanent pacemaker due to syncope. The patient was discharged on (B)(6) 2012 with a good valve functionality.